Manufacturer narrative:
The insulin pump powered up properly after battery installation and no display anomaly was noted. The insulin pump had no act button response due to corroded keypad traces. The functional tests could not be completed due to the unresponsive button. The insulin pump was also received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a cracked display window, scratched reservoir tube window, cracked belt clip slot, a stained end cap sticker and a cracked reservoir tube.

Event description:
It was reported that the customer's insulin pump was not working at all. The customer was initially believed to have experienced a blank display. The customer's blood glucose was 399 mg/dl. Troubleshooting was done. After troubleshooting for a blank display was done, it was discovered that the customer was having keypad issues. The customer stated that the keypad was not responding and that they were unable to clear the alerts. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.